Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. It was also received wit cracked case lower corners of display window and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Blood glucose value was 7.9 mmol/l. The insulin pump was replaced and returned for analysis.